Event description:
It was reported that during routine follow-up, noise was observed on the atrial lead. No patient symptoms were reported. The noise could not be reproduced through isometric movements or pocket manipulation. Device reprogramming was performed and the patient would be monitored.

Manufacturer narrative:
(B)(4).